Event description:
It was reported that this pacemaker exhibited p wave oversensing due to the patient retrograde conduction. Technical services (ts) was consulted, and programming options were discussed. The patient reported experiencing fatigue. No additional adverse patient effects were reported. This device remains in service.